Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a percutaneous nephrolithotomy (pcnl) procedure on (B)(6) 2012. According to the complainant, during the procedure, the physician inflated the nephromax balloon in the normal manner but could not deflate it, therefore, the balloon got stuck and had to be surgically removed. The patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a percutaneous nephrolithotomy (pcnl) procedure on (B)(6) 2012. According to the complainant, during the procedure, the physician inflated the nephromax balloon in the normal manner but could not deflate it, therefore, the balloon got stuck and had to be surgically removed. The patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a percutaneous nephrolithotomy (pcnl) procedure on (B)(6) 2012. According to the complainant, during the procedure, the physician inflated the nephromax balloon in the normal manner but could not deflate it, therefore, the balloon got stuck and had to be surgically removed. The patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was torn circumferentially at approximately 78mm distal to the proximal transition zone. It was noted that the distal portion of the torn balloon and distal tip were not returned for analysis. The radio opaque (ro) markerband is free moving along the single lumen shaft of the device. It was possible to flush the balloon lumen and pull a vacuum suggesting that there were no blockages in the shaft. An examination of the lapweld area of the device found no anomalies. The root cause classification of this investigation is operational context.

Manufacturer narrative:
The patient age was reported to be over 18 years. (B)(6). (B)(4): balloon failed to deflate. Balloon difficult to remove.